Event description:
It was reported that a clearlink system, solution set leaked. The event was further described as; when priming the set with an unspecified chemotherapy solution, "the tubing connected to the chamber on the top of the tubing was leaking". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Medwatch report number: (B)(4). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to previous h10: remove reference to "f2:" (incorrectly added). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.